Manufacturer narrative:
Troubleshooting of the AED with the customer revealed that both the AED pads and battery pack had expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. After further troubleshooting, it was determined that the AED is now functioning as designed and can remain in service. As a follow-up, the customer was provided with a review of the proper maintenance procedures for the device.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.